Event description:
It was reported to philips that the system's host computer was unable to boot, preventing a full system boot. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system's host computer was unable to boot, preventing a full system boot. Upon troubleshooting, the fse found that the host pc was not switching on. The fse reviewed error logs and found that the power-on self-test (post) was all okay. The fse recommended resetting all host pc connections. To resolve the issue, the fse reset all host pc connections. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.